Event description:
It was reported that the insertable cardiac monitor (icm) displayed an error message that monitoring was disabled. It was recommended to replace the device and send for analysis. The device was explanted and returned for analysis. No adverse patient effects were reported.